Event description:
It was reported that the patient had a stroke and is unresponsive. There is no allegation that it was device related. Interrogation of the device showed that inappropriate hv therapy was delivered due to noise on the rv lead. The noise is non-physiological and does not seem to be from an emi source. Hv therapy was disabled. The sense/pace portion of the lead was capped and a new a sense/pace lead was added the next day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.